Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The customer's blood glucose (bg) level was 162 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.